Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd q-syte luer access leaked. The following information was provided by the initial reporter, translated from danish to english: the membrane leaks fluid.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-sep-2023. H.6. Investigation summary: bd received two q-syte devices from lot 3045796 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or defects. One unit was found attached to extension tubing and the other was still in its original sealed packaging. Next, the engineer performed a leakage test on both units and leakage was observed coming from the vent holes on top of the septum body in the unit that was received attached to the extension tubing. The other unit showed no signs of leakage. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine a definitive root cause for the observed leakage. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 of the bd q-syte luer access leaked. The following information was provided by the initial reporter, translated from danish to english: the membrane leaks fluid.